Event description:
This PICC line was placed and three days later a hole was discovered. PICC exchanged over a wire for a new PICC. Inspection of original PICC reveals a very small hole at the proximal end of the "yellow" lumen. Hole was then marked with marker. No injury to the patient.